Event description:
On (B)(6) 2025, the user reported experiencing frequent low blood glucose (bg) levels and feeling that the ilet was overcorrecting for high bg values. The lowest bg during the event was 65 mg/dl, and the highest was 279 mg/dl. Lows were corrected with glucose tablets or orange juice, and highs were addressed by the corrective algorithm. No symptoms, non-medical assistance, or medical intervention were reported.